Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. We were unable to perform self-test, error test, displacement test, rewind, basic occlusion test, operating currents, occlusion test, prime test, off no power test and excessive no delivery test due to no button response. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the down arrow button was sometimes not working. Customer's blood glucose level was between 300 mg/dl and 400 mg/dl. The customer used the insulin pump to treat his blood glucose level. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.